Event description:
Site reported a pneumothorax in a pt during a superdimension procedure. Pt received a chest tube and was hospitalized overnight. Pt was discharged on (B)(6) 2013 and site reported the pt was doing well.

Manufacturer narrative:
The site returned a sensor catheter, telescope, extended working channel, cytology brush, forceps, needle tipped cytology brush and a container with string like film from the extended working channel for eval. Eval of the extended working channel found delamination of a small section of the liner. The site indicated they pulled the string out of the extended working channel and no string like material was left in the pt. Superdimension has issued an internal corrective action to address delamination. Eval of the catheter and telescope found no damage or blood contamination. Eval of the biopsy tools identified the forceps were functional, the tip of the cytology brush was cut off and the distal end of the needle brush was missing which is indicative of use during a biopsy. A pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT-guided percutaneous biopsy.